Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The patient was doing well postoperatively. The explanted devices were not returned as they were disposed by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred eight months ago.